Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or moisture damage noted inside the device. The insulin pump passed the displacement test, operating currents, self test and off no power test. No blank display, no battery out of limit alarm, no constant tone noted during test. The device was received with cracked case display window corner, cracked reservoir tube and lip.

Manufacturer narrative:
The information provided as failure analysis results with the initial medwatch report was incorrect. The device was not returned or evaluated.

Event description:
Customer reported that despite changing the infusion site and insulin used, her blood glucose level continued to rise. Blood glucose level was 414 mg/dl at the time of the call. Customer complained of lethargy and dizziness. No further information was provided.